Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please confirm additional training was completed with the surgeon. Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon confirm a complete cutting of the washer and complete proximal and distal donuts? What is the current patient status?

Event description:
It was reported that during a right colon resection, there was a leak while using the device. The surgeon said he does not have much experience with our devices. The patient remains hospitalized after a reintervention/reoperation, where an ileostomy was done. The patient's ileostomy closure should be done in about a year.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer. Where in the green gap setting scale was the indicator located prior to firing? The dr said: ¿yes¿. The sales rep was not in the operation room at the moment of the firing. Did the surgeon confirm a complete cutting of the washer and complete proximal and distal donuts? The dr. Said: ¿yes¿. The sales rep was not in the operation room at the moment of the firing. Can we please confirm that the local sales rep provided additional training to the surgeon? Yes, I already made local trainings by sales rep and professional education for the oncology department. What is the current patient status? She is currently at the hospital by recovering of ostomia.